Event description:
It was reported that the day post implant the patient received four inappropriate shocks due to oversensing of noise. There was a concern over the noise being due to air bubbles in the connector block of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) review of the episode was requested. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the day post implant the patient received four inappropriate shocks due to oversensing of noise. There was a concern over the noise being due to air bubbles in the connector block of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) review of the episode was requested. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the episode and discussed possible causes for air entrapment along with other troubleshooting options. Ts observed that in this case the noise does not follow the pattern of seal plug issues. Ts discussion found there is a possibility of some air entrapment with intrinsic fast cardiac activity. The impedance is in normal range which means, if there has been air entrapment it should have been at the tip level. Ts noted that at this time is reasonable to think any potential air entrapment is already reabsorbed. The s-ICD and electrode remain in service and no adverse patient effects were reported.